Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable ferritin elecsys results from a cobas 8000 cobas e 602 module. Sample 600297518606 initial result on serial number (B)(4) was 72 ng/ml. The repeat result on serial number (B)(4) was 29 ng/ml. The third result on cobas e 602 module serial number (B)(4) was 32 ng/ml. On (B)(6) 2022, sample 221441305502 initial result was 230.5 ng/ml. The repeat results were 148.5 ng/ml and 144.9 ng/ml. On (B)(6) 2022, sample 600299927003 initial result was 51ng/ml. The repeat results were 18 ng/ml and 19 ng/ml. On (B)(6) 2022, sample 221461144801 initial result was 93 ng/ml. The repeat result was 38 ng/ml. On (B)(6) 2022, sample 600300855503 initial result was 25 ng/ml. The repeat results were 7 ng/ml and 7 ng/ml. The questionable result for one sample was reported outside of the laboratory, but it was unclear which sample. The reagent lot number was 60072100 with an expiration date of (B)(6) 2023.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The provided calibration and qc data were acceptable. Therefore, there was no indication of a general reagent issue.